Event description:
It was reported by service report that the bed shorted out the pt station on the nurse call system when it was plugged in. There was pt involvement; however, no adverse consequences are reported.